Event description:
It was reported that during an atrial fibrillation (afib) procedure, the patient's blood pressure dropped and ultrasound confirmed a small perforation. The navistar thermocool ablation catheter (lot 15692521m) was left in place and a second navistar thermocool ablation catheter (lot unknown) was introduced into the patient and several more lesions were applied. It was then noted that the pericardial effusion had increased in size. All devices were removed except the initial ablation catheter and the patient was sent to the or. It was also noted that blood pressure support has been initiated at some unknown time during this process. Multiple attempts were done to request for further details of the event and the patient's updated health status, however no additional information has been provided.

Manufacturer narrative:
Quantity of catheters involved: 2 (two). Lot #: 15692521m (1st catheter) and unknown (2nd catheter). Lot number: 15692521m - the device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant bwi products used during the procedure: carto rmt v8 system: model #: m-5730-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #: m-5463-01, serial #: (B)(4). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not caused to bwi systems. The customer declined system service. In addition, it was stated that also used were reprocessed bwi halo catheter and a reprocessed his catheter. As well as a non-bwi catheter (bards dyanamic deca catheter). (B)(4).